Manufacturer narrative:
The drive support disk was inspected and no anomaly noted. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 403 mg/dl. Customer reported the drive support cap was loose. Customer stated that the insulin pump restarted without any alarm. The insulin pump will be returned for analysis.